Manufacturer narrative:
(B)(4). Date sent: 3/16/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: have the symptoms resolved since the device was explanted? Yes. On what date did the implant take place? Was the sales rep present during the explant procedure (yes, no, unknown)?yes does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No. Is the patient currently taking currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the linx device lmxc16 was explanted on (B)(6) 2020 for dysphagia. There were no patient consequences during removal process.

Manufacturer narrative:
(B)(4). Date sent: 05/04/2020. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. The visual analysis was consistent with an explanted device. The link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 24682 was reviewed. No ncs, defects, or reworks related to the product complaint were found.